Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a defective wireless communications module to be the cause of the issue. The wireless communications module was replaced to fix the issue.

Event description:
It was reported that the device alarmed for an intermittent module connectivity error, resulting in an out-of-box failure during device implementation of the pump at facility. There was no patient involvement.